Event description:
A customer reported that at the beginning of cataract surgery, a pt experienced a corneal burn, in the left eye, just as the phaco tip was being inserted and the footswitch being pressed. The event occured simultaneously when the occlusion bell was heard. Glue and seven sutures were required at the end of the case to close and stop wound leak. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system. The company rep verified that the customer's handpiece and the associated system met all product specs. There was no sample returned for eval and no add'l info provided related to this event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. Based on the info obtained, the customer reported event of a thermal injury associated with the use of their system could not be confirmed. It should be noted that corneal thermal injuries are understood to typically be related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the handpiece and phaco tip during use. Fluid bathes the barrel from the inside (aspiration flow rate) and from the outside (irrigation or infusion). However, overheating of the probe tip due to extended use or a compromise of the flow of fluid around and through the phaco tip are known potential contributors to thermal injuries. Fluid aspirating through the tip may be limited by phaco tip re-use, tip clogging by nuclear material, tubing kinks, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the aspiration rate is blocked, infusion will cease, limiting the fluid cooling of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Additionally, per the system operator's manual there are multiple warnings stating that, "good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye." Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(6) 2010, vol 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical techniques and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).